Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced tinnitus, discomfort, pain and poor performance with implanted device since activation (specific date not reported). Reprogramming attempts were made; however, the issue could not be resolved. The device was subsequently explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.